Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to pump thrombosis. No further information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. Upon disassembly of the returned device, a laminated, denatured, ring-like thrombus formation was observed surrounding the inlet bearing. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. A direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined. In addition, loosely coagulated blood was observed on the body of the rotor and the proximal view of the outlet stator; however, the lack of denaturation or laminated layering indicates that these depositions developed acutely and were unlikely to contribute to a flow issue. Visual inspection of the remaining smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.